Event description:
A report was rec'd that some employees had adverse reactions when in contact with cidex opa during manual high level disinfection. This is the report for the first employee who experienced scratchy eyes for four days and fever of unk duration (info was not provided). Employee was reported wearing ppe. No medical attention or treatment was needed. The air exchanges were not measured, however, it was reported that the room was well-ventilated.

Manufacturer narrative:
(B) (4): itching, eyes -(B) (4)